Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving gablofen 500 mcg/ml; 66.01 mcg/day via an implantable pump. On (B)(6) 2016, the pump was updated to decrease the dose 9 percent to deliver 59.98 mcg/day. Indication for use was intractable spasticity and cerebral palsy. The date of the event was (B)(6) 2016. It was reported a low reservoir alarm was heard and confirmed by telemetry. The last refill the low reservoir alarm was supposed to alarm on (B)(6) 2016 and it alarmed on (B)(6) 2016. Per the pump event logs the low reservoir alarm date was on (B)(6) 2016. The low reservoir alarm occurred on (B)(6) 2016. On (B)(6) 2016, it was discovered that the pump had flipped over again and therefore the hcp was unable to fill it. A trial of titrating the pump dose down was done and the patient was stared on oral baclofen. The plan was to explant the pump and manage the spasticity using oral baclofen if the patient tolerated the change well. The patient did well with the change and it appeared that his spasticity will be managed with oral baclofen. The patient planned to follow up with the hcp on (B)(6) 2016 to have the pump reprogrammed to minimum rate mode or pump off state for elective abandonment of therapy. No symptoms were reported. Per clinic notes the patient had been receiving a simple continuous daily dose of baclofen through the pump at a rate ranging from 49.96 to 59.98 since (B)(6) 2009. The patient's spasticity had been controlled fairly well at these low rates. The pump was explanted on (B)(6) 2016 for reasons unrelated to the alarm date.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.